Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported the returned device found white foreign matter was adhered to the connector of the cleaning tube; however; per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the tube was hard and there was a white foreign substance adhering to the connector of the cleaning tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported during reprocessing, the equipment side connector was disconnected from the washing tube of maj-1500. When reconnecting the tubing by hand, the stopper was moved, but the tubing was hard to move. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: white foreign matter was adhered to the connector of the cleaning tube. There were no reports of patient or user harm associated with this event.